Event description:
It was reported that the patient implanted with this cardioverter defibrillator is experiencing frequent episodes of pacemaker-mediated tachycardia (pmt), presenting symptoms such as dizziness and palpitations. Technical services were consulted, and it was discussed that the healthcare provider plans to review the device data and bring the patient into the clinic for troubleshooting. Options for retrograde conduction testing at different rates and optimizing the programming were also discussed. It appears that these pmt episodes have been ongoing for some time, although the exact event date is unclear. The device remains implanted and in service, with no additional adverse patient effects reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be issued.